Event description:
It was reported "2 more have broken during surgery today. "

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.